Manufacturer narrative:
The reported issue was investigated via remote support by the philips field service support technician (fsst) who remotely accessed the customer's system to review the audit logs. The evaluation of the audit logs showed that the desat alarm limit was set to 70, and a last spo2 red desat alarm had been announced at 03:49:15. The spo2 low alarm limit was set to 85, and a yellow alarm for spo2 80<85 was announced during the reported time frame at 09:54:19. This alarm ended at 09:54:39 with no silencing occurring as the spo2 value returned to a normal level above the low alarm limit of 85 within the configured alarm delay of 20 seconds. The audit trail revealed that the alarm limits were changed by the clinical staff to a spo2 low limit of 92 at 10:11:01, and the spo2 desat limit was changed to 92 as well at 10:11:29. The customer was advised that no red desat alarm occurred during the reported time frame as the desat limit was set to 70 and this threshold was not reached. The field service support technician advised the customer by email of the investigation results. The product remains at the customer site. The device worked as intended and there was no malfunction of the monitor. This issue was caused by user misunderstanding. No further investigation or action is warranted.

Event description:
The clinical staff reported that there was no red desaturation (desat) alarm for spo2 between 09:30 and 10:00 on (B)(6) 2019 for the patient in ICU room 229. The patient required oxygen administration and was in stable condition after the oxygenation.